Manufacturer narrative:
The pump was unable to prime during prime test due to faulty force sensor resistor. The pump passed rewind, basic occlusion and displacement test. There was no motor error alarm noted. The motor passed motor test. The excessive no delivery alarms were unable to be confirmed due to prime anomaly. The pump was received with cracked battery tube thread, cracked reservoir tube lip, and cracked case near display window corners noted.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they have received motor error and no delivery alarms. The customer's blood glucose level at the time of incident was 330mg/dl. The customer states the no delivery alarm was resolved by an infusion set change. Troubleshoot for the motor error alarm was conducted. The customer was advised the pump would be replaced and returned for analysis.